Manufacturer narrative:
The electrode pads used were not returned to zoll medical corporation for evaluation; a retained sample investigation from same lot number (5122b) was done. The customer's report was not replicated or confirmed. The retained sample was put through extensive testing without duplicating the report. No discrepanices were found during the retained sample investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator displayed a "poor pad contact" message using these electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1218058-2023-00080 for a similar report from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.